Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-58 implantable pacing lead (B)(6) 1997; 6725 implantable lead adaptor (B)(6) 2010. (B)(4).

Event description:
It was reported that there was an atrial bipolar lead impedance warning due to lead impedance spikes up to greater than 3000 ohms. It was also noted that there was questionable atrial capture on the electrogram. It was later reported that the lead was also oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was later reported that during this procedure, the device was explanted and replaced due to early battery depletion.

Manufacturer narrative:
Product event (B)(4) the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 74% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The battery depletion curve equals 80% and the projected longevity at recommended replacement time (rrt) equals 93%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.